Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope had a foreign body (black plastic tubing) inside the instrument channel. This was found during a diagnostic procedure which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: suction cylinder had a stain. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from customer. The hospital did their own investigation and found that the foreign object was not from an olympus device but from a dilatation balloon. The balloon got separated and stayed inside the scope. The foreign object was not detected during the manual cleaning processes and was discovered for the first time during the procedure.